Event description:
A proximal type 1 endoleak was present following successful implant of the excluder bifurcated endoprosthesis trunk-ipsilateral and contralateral devices. Thus, an aortic extender was placed; however, the endoleak persisted. The physician attempted to place a palmaz stent at the level of the leak. However, the palmaz stent migrated down to the level of the flow divider. The physician was able to recapture the palmaz stent and place it in the correct position. During retraction, the snare wire caught on the stent. The physician was unable to remove the snare wire and ultimately converted to an open repair of the abdominal aortic aneurysm with a bifurcated vascular graft. At the end of the procedure, the pt was fine. No allegation of deficiency regarding any of the excluder devices was made.